Event description:
It was reported that the subject device displayed communication errors e117, e226, and e227. The event occurred during setup/inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following malfunction was identified during the device evaluation: the plastic distal end (c-cover) was burned. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.